Event description:
It was reported that the external pulse generator (epg) was used for a patient with complete atrioventricular block following a cardiac procedure. The patient stood up from the wheel chair and almost lost conscious and had fallen down. The epg was powered on and the patient regained consciousness. The user suspected that the epg powered down. The epg was returned for servicing. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the epg was analyzed and no anomalies were found. (B)(4).